Manufacturer narrative:
Service technician was not able to verify customer's reported problem. The vent was tested with a known good ac adapter and known good patient circuit connected. Vent passed 244 hour extended tests at factory default settings. Vent passed initial final test and initial alarm volume test, which includes alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the revel ventilator did not cycle while in nppv while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.